Event description:
Additional information received that indicates the event occurred during setup; therefore, there was no patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 19, 2020. H6 (identification of evaluation codes 866, 2645, 4582, 1253, 10, 3331, 3259, 3224, 19) . Components code: 866 - lenses. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1253 - fogging. Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings #1: 3259 - improper physical structure. Investigation findings #2: 3224 - optical problem identified. Investigation conclusions: 19 - cause traced to user. The actual sample was returned and was visually inspected for damage and looked through the endoscope directly to read some print matter. A visual observation of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a broken visual field. Improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the scope was foggy. It is unknown when this event occurred. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. The product was changed out. Procedure completed successfully.